Event description:
It was reported that this left ventricular (lv) lead caused therapy exhaustion, and inappropriate shock. It is unknown whether this device remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)